Manufacturer narrative:
(B)(4). Evaluation of the returned uphold lite and capio slim device revealed that the lead suture broke. The dart was returned with a small amount of suture attached to it. The cage on the capio slim suture capturing device is damaged since the physician pried it open with a clamp to retrieve the detached dart. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an uphold vaginal vault suspension procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture. The physician examined the inside of the capio cage by prying it open with a clamp and saw the needle inside the capio cage. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.